Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty seating the articular surface implant within the tibial component during knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface confirms gouging on the proximal surface (at medial and lateral posterior regions). The dovetail feature was slightly flared and there is also damage (layer separated on distal surface) at the locking feature near the anterior side. These damages might have happened while trying to insert the articular surface again. Dimensional analysis shows dimensions are with in specification. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.